Event description:
Procedure: laparoscopic hernia repair. Reportedly, the balloon seal failed and pieces of the balloon fell into the patient cavity. All peices were retrieved without difficulty. No patient injury reported.